Manufacturer narrative:
Abbott field service provided a picture that confirms charring on both the r1b pm sensor assembly and the cnn29 cable. The field service engineer replaced the damaged parts and cleaned the sample cup waste tubing to resolve the issue. A review of the architect serial c1600070 service history identified no contributing factors on or around the date the event was found. There were no subsequent report of smoke/burn issues with the pm sensor assembly or cnn29 cable since the parts were replaced. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed charring on the pm sensor assembly and cnn29 cable were limited to the connector area of the parts. A review of complaint and trending data did not identify any adverse trends for tickets with replacements of the pm sensor assembly, the cnn29 cable or the sample wash cup tubing. A review of architect c16000 tracking and trending data in the product monitoring review for the clinical chemistry systems revealed no systemic issues or adverse trends related to the issue identified in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an overflow from the sample wash cup on the architect c16000 caused a short circuit on r1b pressure sensor and the customer smelled a burning smell. The customer turned off the c16000 analyzer. Field service found charred components on the r1b pm sensor and connector. No impact to user safety or patient management was reported. No specific patient information was provided.